Manufacturer narrative:
Follow-up #1: date of submission 04/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2016 with the following findings: during investigation, the pump powered on with no auditory sounds upon start up. The pump¿s cover was removed and the piezo spring contacts were found to be misaligned; after a realignment of the piezo spring contacts, the auditory feature functioned properly. The complaint of a ¿chirp alarm¿ was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.